Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08745 inches.unit communicated properly with the glucose sensor simulator and the minilink transmitter. The test bg value was properly displayed on the pump sensor graph screen. No sensor anomaly noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed. Unit had intermittent button response on the esc, act, up arrow and down arrow buttons due to flattened dome switches (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis with a high blood glucose level of 23 mmol/l. It was mentioned that the high readings was due to faulty infusion set. The customer was wearing the insulin pump at the time of admission. It was also reported that the insulin pump had a motor error alarm but was able to complete the rewind. During troubleshooting the drive support cap was found to be loose. The insulin pump will be replaced and agreed to return the device for analysis.